Event description:
Reference MDR #1219856-2010-00350 for the first event involving the same pt. It was reported that the event involved intra-aortic balloon pump (iabp) support during an interventional procedure. While in the cath lab the intra-aortic balloon (iab) was prepped and the second super arrow-flex (saf) sheath was inserted into the pts' femoral artery. During the insertion, the md stated that the insertion of the iab into the saf sheath was tight and as a result, the md removed the iab and then the saf sheath. The md requested another iab kit for insertion. The md inserted the teflon sheath over the same spring wire guide (swg) and was able to insert the second iab through the teflon sheath. There was no reported pt injury, no intervention was required and no complications were reported. The pt successfully received the iabp support as originally intended.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.